Event description:
Reporter stated on two occasions the infusion device displayed an e4 occlusion error but did not provide an acoustic or vibration alert. During the first event, the customer experienced hyperglycemia of up to 508 mg/dl despite delivering insulin via the infusion device. The customer's mother checked the infusion device and noticed the e4 error on the display. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).